Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp, one groshong catheter and one catheter-lock was returned for evaluation. Visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for the reported catheter damage, leak, detachment and the identified deformation and wear issues, as a partial circumferential break noted approximately 9 mm from the proximal end of the catheter segment and the cath-lock was noted seated near the distal end of the catheter. Both edges of the partial circumferential break were observed to be jagged, with smooth rounded break surfaces. Upon infusion of the port body with attached catheter segment, a leak from the partial circumferential break was observed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port implant, the cath-lock was allegedly disconnected from the catheter. It was further reported that catheter was allegedly damaged and anti-cancer agent was allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port implant, the cath-lock was allegedly disconnected from the catheter. It was further reported that catheter was allegedly damaged and anti-cancer agent was allegedly leaked. There was no reported patient injury.